Event description:
"Guidewire ws placed through cystoscope, was removed over the wire for 2nd time and wire looked like someone took knife to it, edge was jagged down length of wire, also 2nd sections approx 4" totally separated from wire coating." Original customer experience report. Intervention required: additional procedure required - percutaneous nephrostomy tube.